Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. A trace of dried body fluid and blood was noted in the lumen in the tip area of lead. Stylet test confirmed blockage in lead lumen in spiral fixation region due to foreign material.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to lead body and insulation damage. Additional information indicated that the field representative was not sure why the wire would not pass through the spiral portion of the lead. Three different wires were used but was still unsuccessful. This lead was never in service. No additional adverse patient effects were reported.